Event description:
The hospital reported a malfunction resulting in an inability to switch to mechanical ventilation during a case. The patient was switched to manual ventilation and case completed.

Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information to date after calls to customer 03/03/2022 and 03/04/2022. Legal manufacturer: hcs madison - (B)(4).